Event description:
Pt complained of prostatitis & urinary retention. Pt having a laser tur done using laser fibers through a laser cystoscope. Using 80 watts the bladder neck and median bar was lased. Using 100 watts the lateral lobes were then lased. The first two fibers were defective and appropriate therapy was not completed until the third fiber was used (from a different lot). Black sediment and spots of black metallic noted with the defective fibers. The holmium laser was being used.